Event description:
It has been reported that the bd¿ syringe 10ml ll s/c 200 has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that when tech was drawing up sterile water from vial, a piece of metal was noticed inside the barrel and plunger. Did not have patient contact. Per customer phone conversation- the tech unwrapped the syringe to use and pull up water from vial and when withdrawing noticed a piece of metal. Probably 2 inches long. Almost a section of a linear paper clip. Located in the plunger.

Manufacturer narrative:
H.6. Investigation: two photos and one loose 10ml syringe with needle attached was received and evaluated. It was displayed in the photos that clear liquid was present inside the syringe. It was observed there was a thin cylindrical piece of metal inside the syringe extending through the stopper and sticking out of the tip. It appeared to be a loose cannula with no sharpened edges. No scratches were present on the inside of the barrel and no holes or scratches were present inside the hub. Potential root cause for the foreign matter defect is unconfirmed. The product was packaged and sold as a syringe only product with all the subassembly batches manufactured on syringe only lines. No scratches or holes in the hub or barrel were present. It is possible the extra cannula was inside the attached needle because it easily fits. Then, when the liquid was being drawn up the extra cannula was pulled into the fluid path of the syringe and discovered. The root cause was unconfirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 10ml ll s/c 200 has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that when tech was drawing up sterile water from vial, a piece of metal was noticed inside the barrel and plunger. Did not have patient contact. Per customer phone conversation: the tech unwrapped the syringe to use and pull up water from vial and when withdrawing noticed a piece of metal. Probably 2 inches long. Almost a section of a linear paper clip. Located in the plunger.